Manufacturer narrative:
(B)(4). Correction "dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018 the receiver ceased to function...the complaint confirmation of the receiver ceasing to function could not be determined."

Event description:
Dexcom was made aware on 04/24/2018 that on (B)(6) 2018 the receiver shut down unexpectedly...the complaint confirmation of the unexpected receiver shutdown could not be determined. The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver log was downloaded, there was no data within the investigation window. The receiver case was opened, the internal inspection passed. The battery wrap was cut and inspected, it failed with a cracked solder in the battery ic leads. Functional testing was unable to be performed. The reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/24/2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.